Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she was scheduled for an MRI wednesday, but she hadn¿t used the implant since around the beginning to middle of last year. The patient confirmed that the ins hadn¿t been charged because the ins didn¿t work well for her. The patient reported that the ¿side effects¿ from using the ins were that she felt a ¿heartbeat kind of thing¿ when she laid down to sleep. The patient also reported that she couldn¿t charge her ins. The patient noted that the ins was a ¿waste of time, waste of pain¿ and that she ¿suffered to go through with it.¿ additional information was received from a manufacturer¿s representative (rep) on 2020-06-30. The rep reported that the ins was overdischarged and the patient hadn¿t charged in over a year. The patient needed an MRI but that hadn¿t been using stimulation, have gained weight and hadn¿t been able to charge well and just wanted the system explanted. No further complications were reported. Additional information was received from the rep and it was reported that the patient's ins has been turned off for probably 1 year and prior to that the ins was on but not frequently. The patient notified a rep and they attempted to charge the ins because they need an MRI but they were not able to recharge. The rep met with the patient on (B)(6) and attempted to jump start the ins three times and then attempted to jump start the ins twice the next day but was not successful. The rep reported that during the physician rechargemode the number was low. The patient had been turned away from the MRI facility. The patient stopped charging the ins because the therapy was ineffective. They report the stimulation trial was effective and the implant was effective 'for maybe the first year through 2017', but stopped being effective in 2018. The patient's healthcare provider (hcp) is planning to give patient x-rays to confirm lead placement. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the explant was scheduled for (B)(6). No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the battery had been dead for an extended period and there was poor antenna locating/pairing. The patient was to be explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.